Event description:
A distributor contacted heartsine to report to report that during a patient event a customer's device was unable to detect the patient through the defibrillation electrodes. The customer advised that the device prompted them to ¿apply the pads¿ when the defibrillation electrodes were connected to the patient. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. The patient did not survive.

Manufacturer narrative:
Heartsine contacted the customer to request additional information on the patient. The customer provided heartsine with all the available patient information. Patient fields in which information is not provided were intentionally left blank. The hdf 3500 device is not available for distribution in the united states but is similar to the sam 350p and 450p which is distributed in the united states. Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
A distributor contacted heartsine to report to report that during a patient event a customer's device was unable to detect the patient through the defibrillation electrodes. The customer advised that the device prompted them to ¿apply the pads¿ when the defibrillation electrodes were connected to the patient. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. The patient did not survive.

Manufacturer narrative:
Heartsine evaluated the customer's device and was able to duplicate or verify the reported issue. Heartsine reviewed the electronic records from the device and performed testing of the device. As a result, heartsine determined that likely the issue was related to situational factors, such as incorrect placement of pads on patient, or the pad-pak being incorrectly seated within the device. A clinical review was performed and concluded there was no clinical data to review from the event record. The returned device was archived by heartsine and the customer received a replacement device.